Event description:
It was reported that a user¿s ilet system stopped receiving glucose data from an fsl3+ sensor after the sensor reached its scheduled expiration, which led to loss of communication between the sensor and the pump; the user was instructed to pair a new sensor and declined pairing assistance, and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no medical intervention or hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed normal end-of-life sensor expiration with subsequent loss of data transmission to the pump, consistent with expected sensor lifecycle; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was normal device behavior at sensor expiration with appropriate user guidance.